Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted at the distal tip of the catheter. Electrodes 1 and the both thermocouples met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, when rf energy was delivered at the anterior wall of the right pulmonary vein, the impedance value increased. Upon removal from the patient, a blood clot was noted at the tip of the catheter. The procedure continued without replacing the catheter with no adverse patient consequences.